Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the air detector was loose or lifting during testing¿ was confirmed through visual inspection. The air sensor was loose and removing from chassis. The probable cause was force or drop. The air sensor was replaced. The device event log/alarm history was reviewed and there were no errors related to the customer complaint. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air detector was loose or lifting during testing.